Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that bd alaris infusion set used to prime lr for infusion and noted to not have a male luer at end of tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.